Event description:
The manufacturer received information alleging the screen was blank on the device. Although the screen was blank, ventilation was being performed properly". There was no harm or injury reported. The device was replaced. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed for the screen "being b lank because the characters were still visible on the device. The liquid crystal display (lcd) will be proactively replaced on the device.